Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low tsh results for three patients generated by the access 2 immunoassay analyzer. The samples were repeated; however, the results are not available. The elevated results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
Tsh qc was within the customer's established ranges prior to the event. During troubleshooting the event with access hotline, the customer discovered that reagent pack was mis-loaded and not present in the designated slot on the reagent storage carousel. Service was not dispatched. User error is the root cause for this event.